Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a6, b.5, b.6, b.7, d.1, d.2, d.4, g.4, h.4, h.6 the events of alcl-suspected and "contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "contracture" "hematoma evacuation" "benign-looking masses" "small cysts" "chronic inflammation, moderate." Pathology report shows cd30+. Alk results were not provided.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "left side fever, seroma, edema" and "suspected bia-alcl". Biopsy results showed negative for alcl. Device has been explanted.